Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient has had multiple issues that have occurred over the last 6 months. It was stated they started having a return of symptoms prior to a knee surgery that was unrelated to the deep brain stimulator (dbs). The patient experienced a sudden onset of slurred speech, shaking, and balance issue that progressively worsened to a severe state. Later, the patient had a possible sudden stroke followed by 9 falls and constant trips to the emergency room. It was noted the patient has had multiple falls, but the patient started having a return of symptoms prior to the falls. The patient was not treated properly by the medical staff. They attributed the "different sensation in the face and mouth" to the potential stroke. The patient's overall health had deteriorated in the last 6 months. The root cause of the issues was not known if it was related to the dbs, the stroke, or the knee surgery which was why the patient was scheduled for the magnetic resonance imaging (mris). The patient was following up with the healthcare professional regarding all the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the sudden return of symptoms, falls, and possible stroke and what was done to resolve them were noted as ¿on going.¿ as of october 29, 2018 the sudden return of symptoms, falls, and possible stroke were not resolved. No further patient complications were anticipated.